Event description:
It was reported an external water leak was observed originating from an unspecified location of the u9000 during disinfection. There is no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: initial reporter address: (B)(6). Initial reporter city: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the leak is not visible. Due to the nature of the provided samples, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.